Event description:
Patient was revised to address a cup that was implanted with too much anteversion, leading to impingement and chronic dislocation. Metallosis was also found in the joint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.